Event description:
It was reported that the patient's right atrial (ra) lead fractured and exhibited high pacing impedance. The lead was partially explanted and replaced. The implantable pulse generator (ipg) also exhibited early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.